Manufacturer narrative:
Reliability analysis inspected (B)(4) opened/used enlite sensor and found sensor's cannula bent. Unable to confirm customer received sensor in said condition due to customer having returned sensor opened/used. Also found sensor cannula broken, broken part was found still in the cannula tubing, see attachment file for details. Unable to confirm customer received sensor in said condition due to customer having returned opened/used.

Event description:
The customer reported via phone call that the sensor and transmitter were not communicating properly. Customer also reported that she received several lost sensor alerts. Blood glucose level at the time of the incident was 187 mg/dl. The issues was corrected during troubleshooting and the customer was advised to monitor the product.